Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that the s5 gas blender system did not display the correct amount of gas coming out of the unit during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the customer replaced the gas blender with a new one and that the customer retains the affected device.

Manufacturer narrative:
H.10: the involved gas blender was manufactured in 2017 and according to the analysis of the complaints database no complaints have been reported in the past related to this unit. Through follow-up communication, livanova learned that the customer decided to not repair the device. Based on the investigation performed for similar cases, an incorrect gas flow delivered from the gas blender unit, can be due to: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). Since the unit was not made available for repair, the exact root cause of this specific event could not be determined.

Event description:
See initial report.

Manufacturer narrative:
H.10: an order quotation for a new gas blender was sent to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.